Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas stopped producing audible sounds, with vibration functioning, and a hard restart did not restore audio; blood glucose control was reported as unaffected, and a replacement device was arranged with return instructions and data sync guidance provided. Symptoms included lack of audible alerts. Outcomes included continued diabetes therapy without interruption and no medical intervention or hospitalization. Investigation included remote troubleshooting and guidance to restart, verify volume settings, and sync data, followed by replacement logistics. The patient says the audio selection was inoperable. During the full course of investigation the audio responded as designed throughout. Patients complaint not confirmed.